Manufacturer narrative:
Qn#(B)(6). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results. Other remarks: n/a corrected data: n/a.

Event description:
It was reported that "the incision needed to be fixed in order to maintain closure". Further details were unknown to the customer.

Event description:
It was reported that "the incision needed to be fixed in order to maintain closure". Further details were unknown to the customer.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results. Corrected data: section d.1. Brand name corrected to visistat 35w (wide) fixed head skin stapler.

Manufacturer narrative:
(B)(4). DHR review could not be conducted since the lot number was not provided.

Event description:
It was reported that "the incision needed to be fixed in order to maintain closure". Further details were unknown to the customer.